Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient felt a sudden pain in the right hip while was walking, immediately the x rays showed the modular fracture of the right hip arthroplasty neck, the patient reports that he has not suffered a trauma.

Event description:
Allegedly, the patient felt a sudden pain in the right hip while was walking, immediately the x rays showed the modular fracture of the right hip arthroplasty neck, the patient reports that he has not suffered a trauma. Additional information 07/26/2022: allegedly, damage complained of by patient to a defect of the non-cemented wright limb-prosthesis with screws to the cup positioned on the right hip. Information received stated "regarding the breakdown of said device". No information was received about parts and lot numbers. No surgery/incident dates were provided. It has not been indicated if a revision surgery has occurred. Additional information received on 09/27/2022: allegedly, patient was admitted to hospital on (B)(6) 2011 with the diagnosis of right coxarthrosis on outcomes of dysplasia. On (B)(6) 2011 he underwent right hip arthroplasty. It does not appear that the patient suffered any particular problems affecting his right hip in the following years. On (B)(6) 2019 the patient while walking accused a strong and sudden pain with functional impotence of the right hip. It is stated that there was also a cracking noise. Visited the u.o.c and radiographs of the right hip were taken. A diagnosis of fractured collar of the right hip prostheses was made. On (B)(6) 2019 the patient underwent an operation to remove the broken prosthesis and reprothesis of the right hip through a transfemoral route. The post-operative course was regular despite the major surgery the patient underwent. It was stated that "in view of the previous last examination available in vision dated (B)(6) 2012, it is recognized breakage dislocation of the prosthetic element on the right, and in particular in the passage between the prosthetic neck and the stem. The element corresponding to the femoral neck/head is medially deviated, horizontalized. Canal deviation of the distal stump. Calcific opacity of about one centimeter projects inferiority to the upper right acetabulum." Patient clinical history summary: patient has had a history of bilateral hip dysplasia. In 1978 bilateral correction of dysplasia. In 1985 and 1990 unspecified knee operations. In 1991 diagnosis of juvenile rheumatoid arthritis. Fracture of the right elbow radial head in 1997. In '02 surgery for right varicocele. In 2010 pta left. In (B)(6) 2011 melanoma removal of the back, subjected since then to checks periodic reports of formations and possible skin neoformations. Patient underwent a medical intervention on (B)(6) 2010 in his left hip: he received implants from biomet. A 54 mm press-fit cup with ceramic insert and a 6 biomet prosthetic stem with short -4 ceramic were inserted. No complaint against microport orthopedics devices is alleged for the left hip. It is indicated that the stem, head, and neck were revised. It is not clear if the following components have been revised or not: 1- partid: dsbfgg60, dynasty® bf shell 60mm group g, lot number: 0211256650, qty:1, 2- partid: 18080303, cancellous self-tapping 6.5mm, lot number: 0611362566, qty:2, 3- partid: dlxpgg36, dynasty® a-class® std poly, lot number: 0711388988, qty:1.